Event description:
It was reported that a patient presented as an in-patient on (B)(6) 2021 with noise and low sensing on the right atrial (ra) channel of their pacemaker, which was first observed on (B)(6) 2020. A procedure was performed on (B)(6) 2021 to address the problem, where it was then discovered that the issue was due to the lead not being tightened properly into the header of the pacemaker. A new lead was inserted appropriately and the issue was resolved. The patient was stable throughout.